Event description:
The facility in a foreign country provided the following information to gore on may 10, 2009: in 1997, a pt received a gore dualmesh biomaterial device for hernia repair and had a normal recovery. In 2007, surgical procedures for an appendectomy and gastric hemorrhage repair were performed. The facility also notified gore that the pt "pulled" pieces of an unidentified material from an open abdominal wound. A sample of this material was sent to gore for analysis. On 06/16/2009, this material sample was received by gore and it was confirmed as a piece of gore dualmesh biomaterial. Gore has been advised that a larger sample of the material was sent to a local laboratory in that country for analysis, and is unavailable to gore. No written communcation is available for this explant portion.

Manufacturer narrative:
The investigation is in progress.